Event description:
The customer states that the enteral feeding pump was programmed to feed 1000ml for 10 hours. At the end of the feed, there was 750ml left in the bag.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The customer reported the enteral feeding pump was programmed to feed 1000ml for 10 hours. At the end of the feed, there was 750ml left in the bag. The unit was triaged, and the reported issue could not be confirmed at this time. An accuracy test was performed, and the unit passed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.